Manufacturer narrative:
Biocompatibility testing to (B)(4) was successfully completed on skin-contacting surfaces.

Event description:
A german distributor contacted zoll to report that a patient developed a rash under the sensing electrodes. Patient described the rash as dry with pimples and partly open. There was no alleged device malfunction contributing to the irritation. Patient reported that her house doctor advised to use bepanthen salve. Patient also removed the lifevest to allow skin to heal. Follow up indicated that the skin irritation is improving.